Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was overheating. Therefore, the reported condition was confirmed. It was determined that this was likely caused by a lack of lubrication on the gears. The device showed signs of damage that was indicative of damage caused by the sterilization process/immersion during cleaning, which was failure to follow the directions for use. The assignable root cause of the component damage was determined to be due to misuse, abuse and/ or possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from malaysia that during testing and ¿commissioning¿, during the first test run, it was observed that smoke came out of the attachment device when in use with a motor device and a bearing sleeve device. According to the report, the device was tested a ¿few more¿ times and smoke was still observed from the attachment device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.